Event description:
Teleflex circuit 880-34kit drainage cups are consistently leaking condensation and secretions on the floor. This is an infection prevention concern. Potential fall hazard for staff, customers and family members. Potential loss of peep(positive end-expiratory pressure) and patient safety issue. Hudson heated circuit 880-34kit.